Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to be unresponsive to button presses. The keypad was removed and there was contamination observed under all of the button contacts. Further testing was not able to be performed due to the unresponsive keypad buttons. Unrelated to the complaint, investigation revealed a dim, discolored display and multiple cracks in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.